Manufacturer narrative:
Date sent: 06/26/2006 a1,2,3,4; b6, 7; d11: information was not provided d4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an open appendectomy procedure, the device cartridge was fired and reload fired only on one side of cartridge. Staples did not form on specimen side so no pt consequences. Case completed with another device of the same product code.